Event description:
During an initial implant procedure, sensing issues were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient is stable with no consequences.